Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer also reported that the insulin pump kept asking to calibrate and she could not calibrate. Blood glucose level was over 600 mg/dl. The customer was advised about the snooze and alert silence feature and was advised to monitor her blood glucose level. The customer stated that the low blood glucose event was due to not eating before falling asleep and high was caused by suspending the insulin pump for too long. Troubleshooting was declined. The insulin pump will not be returned for analysis.